Manufacturer narrative:
Additional information regarding the lot numbers was added to section correction to the lot number was made to section d.4 a retained kit of architect anti-hcv reagent, list number 6c37-20, lot number 29139li00 (which contains the same bulk material as lot 29138li00), was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, two sensitivity panels (core only panel (panel a) and ns3 only panel (panel b)) were tested in 10 replicates. Panels are internal measurement standards used to test product performance prior to lot release. The mean s/co of the sensitivity panel values met specifications and all generated results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9041 and hcv 9045). The seroconversion panel results were compared to architect hcv test results provided by zeptometrix. The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on this data it was shown that the sensitivity performance is not adversely affected. Additionally, a review for nonconformances and deviations associated with the affected reagent lot 29138li00 was performed. This review resulted in no occurrences that could be linked to the complaint observation. Customer complaint data was reviewed and no adverse trends were identified. The architect anti-hcv reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Event description:
The customer stated that (B)(6) architect anti-hcv results have been generated. A (B)(6) patient has been generating (B)(6) results. In (B)(6) a (B)(6) result was generated with lot 35602li00. A previous result from (B)(6) 2013 generated a (B)(6) with lot 29138li00. The customer stated that in between that time there was a positive and negative result. (B)(6) testing was (B)(6). There was no report of impact to patient management.

Event description:
The customer stated that (B)(6) results have been generated. A (B)(6) patient has been generating (B)(6) results. In (B)(6) a low (B)(6) was generated. A previous result from (B)(6) 2013 generated a (B)(4). The customer stated that in between that time there was a (B)(6) result. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.